Manufacturer narrative:
A causal relation between the events and the treatment seems possible. The injection procedure may have contributed to the events. It is also possible that the previous reactions have contributed to the adverse events. Based on the available information, this case has been assessed as serious. The recurrence of the events has required intervention and the company's assessment is therefore that this case fulfills the criteria for regulatory reporting. The adverse events, swelling and lumps are already addressed in the instructions for use (IFU). Purulent discharge could possibly be considered secondary to infection and/or abscess. In the IFU it is stated that for patients who have experienced clinically significant reactions, a decision for retreatment should take into consideration the cause and significance of previous reactions. No remedial action/corrective action/preventive action/ field safety corrective action will be initiated. Lot number was not reported and a batch record review cannot be performed.

Event description:
Case reference number no (B)(4) is a spontaneous report sent on (B)(4) 2015 by a physician which refers to a female aged (B)(6) years. No information about medical history, concomitant medication, or history of allergies has been provided. The patient had previously received treatment with restylane (unspecified type) to the nasolabial folds 4 years ago, and got a severe reaction with swelling and lumps with pus. In mid (B)(6) 2015, the patient received treatment with restylane (unspecified type)(unknown lot number) to the nasolabial folds. Before the treatment in mid (B)(6) 2015, the patient informed the physician about the reaction that occurred after the restylane treatment 4 years ago. The physician advised the patient not to get treatment with restylane again but the patient insisted. A few days after product injection, the patient experienced a severe reaction with swelling(implant site swelling), lumps (with pus)(implant site mass), and (lumps) with pus(purulent discharge). The patient was first prescribed diclocil [dicloxacillin sodium monohydrate] by the emergency department, and afterwards double dose of dalacin [clindamycin hydrochloride] for five weeks. The adverse events were not improved by the prescribed antibiotics and flared up again when the antibiotic treatment ended. A sample has been cultured and no bacteria were found. At the time of the report the swelling, lumps (with pus), and (lumps) with pus were not recovered/not resolved.